Event description:
A pt was connected to the telemetry system, and passed away at approx 11:00 pm on saturday 12/7/96. The hosp alleges that the telemetry system, failed to alarm, which would have notified the staff that the pt had coded. The staff discovered that the pt was not breathing when the IV pump alarm was attended to, which was at approx 3:00am on sunday 12/8/96.

Manufacturer narrative:
86 - co reviewed the system logs with representatives from hosp and described the course of events docuemented in the system logs leading up to the incident. The system logs showed the transmitter reportedly connected to the pt at the time of the incident was in standby mode. The hosp representatives then claimed that the pt was on a different transmitter than had been previously reported to siemens. Co has requested the hosp to provide documentation., i.e. Strip recording, identifying the transmitter connected to the pt at the time of the incident. As of this date, no add'l info has been provided by the hosp.